Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during explant procedure. Blood penetrated the lead in this area. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead exhibited pauses as the lrl was set to 70 however, no asystole was noted as the pt rate was still 60. Additional information was received that the patient has underlying atrial fibrillation which caused the irregular qrs lengths changing the heart rate on the monitor. The lead remains in service. No adverse patient effects were reported.